Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast surgery with an unspecified 450cc mentor saline smooth breast implant and experienced right-sided device migration, paresthesia, and anisomastia postoperatively. At the time of this report, mentor has received no information regarding an expected explantation date. The implantation date and the event date were estimated as 1-jan-2004 and 1-jan-2022 respectively based on available information.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).